Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, quality control, trends, and visual inspection of the returned device was conducted during the investigation. One rothbarth infusion catheter was returned for investigation. Inspection noted a 8mm crack in the hub starting from the proximal end and running parallel to the catheter. A review of the device history record shows there was one non-conformance; however, all nonconforming material is scrapped prior to production of the final lot. There are no indications that the device and final lot was not manufactured to specifications. There were no other reported complaints for this lot number. All angiographic catheters are 100% inspected and verified prior to release. Based on the information provided, examination of the returned product, and the results of our investigation, the root cause has been attributed to shipping/handling of the device. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
A rothbarth uni-flo infusion catheter was being prepared to be used in an unspecified procedure. It was reported that a crack was observed on the proximal end (hub) of the catheter. The physician was unable to inject the contrast medium. There was no patient involvement.